Event description:
The customer reported having a discrepancy between the sensor glucose and the blood glucose reading. The customer stated that the sensor kept reading high the day before. The customer treated his glucose level base on the sensor values. The customer's blood glucose dropped and paramedics were called. It was stated that the customer uses a single meter to calibrate. Troubleshooting was performed, and found that the customer inserts at 45 degrees. Advised the customer to calibrate four times a day when his blood glucose is stable for more accurate readings. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg. Rpt 1 of 2, medwatch report # 3004209178-2011-82788.